Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump became warm and the battery gauge rapidly depleted from 100% to 1% battery life, declared a low power alert, then subsequently shut down. It was also reported that multiple temperature alarms occurred. Additionally, the customer reported air bubbles in their infusion set tubing. The customer reported blood glucose (bg) levels between 189-200 (mg/dl). A different usb cable was used which resolved the pump getting warm. The cartridge was changed and reportedly there were no longer bubbles in the infusion set tubing. The current pump and/or injections will be used for diabetes management.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged malfunction could not be confirmed and a different issue was identified.